Event description:
A customer reported receiving higher than feels readings of 195 mg/dl, 137 mg/dl, 222 mg/dl and 140 mg/dl on his adc meter on (B)(6) 2011 and as a result, the customer experienced sleepiness with a subsequent loss of consciousness. No self-treatment and third-party medical intervention was reported. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
Requested test strips were not received for investigation. Retained test strip samples from the same lot reported by the customer (1172255) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.